Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient would charge the ins every three weeks for 2 - 2.5 hours. The patient reported that twice it took them 3 hours to charge. The patient is not planning on taking any actions to resolve the issue at this time and has not notified their doctor. No symptoms or complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome. It was reported that the unit was taking too long to charge starting about 2 months prior to the report (confirmed as 2018). The patient stated that he does not use the implant; however, he has kept it charged just in case. There were no patient symptoms or complications reported.